Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 498 mg/dl at the time of the incident. The patient¿s current blood glucose was 291 mg/dl. The customer reported that the doctor thinks the insulin pump was not functioning because the customer¿s blood glucose was in the range around 400 mg/dl. It had made the customer to go on manual shots, and it¿s still high even with fasting. This morning it was 385 mg/dl while fasting. Highest was 498 mg/dl and that's with basal and bolus and doctor raised all the basal's because the customer was not blousing enough. The customer doesn¿t think it¿s the pump, because even the manual injections aren't keeping blood glucose down. The customer had all symptoms, terrible nausea, really sharp pain on the left side, it stops and continues, and very fatigue, also very sweaty, the head and back of the neck was clammy. The customer treated for high blood glucose with manual injections. The customer reported that the drive support cap appears normal. The customer received a no delivery alarm yesterday morning while refilling reservoir was rushing, and just changed set and thought probably wasn¿t filling it right. The customer was advised to monitor blood glucose. The insulin pump will not be returned for analysis.